Manufacturer narrative:
Model number / catalog number: 72404310, serial number: (B)(4), batch / lot number: 1000189283, gtin: (B)(4), description: pump ms, expiration date: 11/07/2023, manufacturer date: 11/08/2018. Model number / catalog number: 720182-01, serial number: (B)(4), batch / lot number: 1000005483, gtin: (B)(4), model / catalog description: reservoir flat 100 ml, expiration date: 11/14/2022, manufacturer date: 11/15/2017.

Event description:
It was reported that the patient had the inflatable penile prosthesis right cylinder and pump components removed due to breaking through the glans penis and pain. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and ms pump were implanted. The event resolved. Additional information received indicated the erosion site was treated with antibiotics and the patient got well.

Manufacturer narrative:
Model number/catalog number 72404310 serial number (B)(4). Batch/lot number 1000189283 gtin 878953003986 description pump ms expiration date 11/07/2023 manufacturer date 11/08/2018 model number/catalog number 720182-01 serial number (B)(4). Batch/lot number 1000005483 gtin 878953005676. Model/catalog description reservoir flat 100 ml expiration date 11/14/2022 manufacturer date 11/15/2017 d10, h3, h6, h10 device evaluation the ams700 cylinders were visually inspected and functionally tested. No leak was found. One explanted cylinder and one tried not used (tnu) cylinder were returned. Both cylinders performed within specifications. The product analysis could not confirm the allegation of erosion or pain. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump preformed within specifications. The product analysis could not confirm the allegation of pain or erosion. The reservoir was not returned.

Event description:
It was reported that the patient had the inflatable penile prosthesis right cylinder and pump components removed due to breaking through the glans penis and pain. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and ms pump were implanted. The event resolved. Additional information received indicated the erosion site was treated with antibiotics and the patient got well.